Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152811 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 12/22/2020. An investigation was conducted on 1/22/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the jaws. The harvesting device shaft was observed to be bent and cracked, exposing the internal wires. The jaws were observed to be in a closed state. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws remained closed. There were no visual defects observed on the jaws or the heater wire. No evidence of bent or peeled silicone insulation. Based on the returned condition of the device, the reported failures "material twisted/ bent shaft" and "break/shaft" was confirmed, as well as for the analyzed failure "mechanical issue- jaws do not open or close". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery device bent and broke in the patient. The tool shaft itself about 1-1.5 inch broke. New device was opened to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). H-6 device codes corrected from "electrical issue 1198" to "material twisted/bent 2981" and "break 1069".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery. Device bent and broke in the patient. The tool shaft itself about 1-1.5 inch broke. New device was opened to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery device bent and broke in the patient. The tool shaft itself about 1-1.5 inch broke. New device was opened to complete the case. The hospital did not report any patient effects.